Event description:
It was reported a patient underwent cesarean section on (B)(6) 2013 and suture was used for continuous suturing of the dermis. On (B)(6) 2013, it was noted that the incision was swollen on the right side. The patient was treated with polaramine and the event resolved in two weeks. The surgeon opines that the patient was having an allergic reaction since she often complained of itiching.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.